Event description:
Had diep flap surgery with my mastectomy. They used seri surgical scaffolding. I had severe pain, infections and it became encapsulated. It had to be removed in (B)(6) 2016. I am still in quite a bit of pain.